Event description:
Baxter paceport catheter with temporary pacing wire was inserted, suddenly developed hypotenion and decreased urinary output. Echocardiogram done, revealed pericardial effusion which suggested cardiac tamponade. Pacer wire was removed. Pericardiocentesis was performed with 190cc's of fluid aspirated from the pericardial sac. Blood pressure went from 80 up to 130 systolic. Physician felt the constant motion of the swean during pulmonary wedge pressure reading could have been contributing factor to the injury from pacing wiredevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: known short term complication of procedure. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.